Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user contacted support for assistance with a supply change but had not received the prescribed insulin for the ilet and instead attempted to use insulin from a pen to fill cartridges; the agent advised discontinuing pump use and the user shut the pump off and reverted to injections per backup plan. Symptoms included hyperglycemia, with a sensor glucose of 247 mg/dl and a confirmatory fingerstick of 226 mg/dl. Outcomes included no alerts or alarms, no medical intervention beyond user education, and no hospitalization. Investigation included remote troubleshooting and user education regarding proper insulin sourcing and pump shutdown until appropriate insulin is available. Investigation of this case revealed user-related use error due to lack of appropriate insulin supply and off-label filling practice, with the device functioning as designed once powered down. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with cause of hyperglycemia unclear due to absence of ilet-delivered insulin. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.